Event description:
Pt was doing fine up until january 1994. Entered dr's office experiencing knee pain. Upon x-raay, pt's knee x-ray showed evidence that the joint space (consisting of polyethelene) haad diminished, causing the two components to rub together. Upon opening knee, significant polyethelene wear had taken place as well as polyethylene on the mediaal side had cracked into two places. Dr replaced with an x-small baseplaate (kinemax) and an x-small kinematic ii 16mm tibial insert.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.